Manufacturer narrative:
Additional information received 3/23/2017: - the needle insertion site was the dorsal aspect of the patient's left hand. - the phlebotomist stated that the patient appeared agitated and that the patient¿s friend was also in the room at the time of the blood draw. The phlebotomist also stated that the, ¿¿patient didn¿t have any arm veins so needed to use her hand.¿ - the phlebotomist stated that the patient jumped which caused the needle to move through the vein after which she immediately removed the needle from the arm resulting in no blood being drawn. - the provider¿s documentation indicates that the needle was located in the soft tissue of the left hand/wrist area and does not specifically speak to whether or not it was located in a vein.

Event description:
- The needle insertion site was the dorsal aspect of the patient's left hand. - the phlebotomist stated that the patient appeared agitated and that the patient¿s friend was also in the room at the time of the blood draw. The phlebotomist also stated that the, ¿¿patient didn¿t have any arm veins so needed to use her hand.¿ - the phlebotomist stated that the patient jumped which caused the needle to move through the vein after which she immediately removed the needle from the arm resulting in no blood being drawn. - the provider¿s documentation indicates that the needle was located in the soft tissue of the left hand/wrist area and does not specifically speak to whether or not it was located in a vein.

Manufacturer narrative:
Results: a sample is not available for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. (B)(4).

Event description:
It was reported that a 23 g x .75 in bd vacutainer® winged safety push button blood collection set with 12 in tubing and luer adapter was used to draw a patient's blood. Upon insertion of the device into the patient's vein, the patient jumped and the phlebotomist continued to draw blood and collect the tubes. After completing the blood draw, the phlebotomist activated the device's safety, heard an audible click, and disposed of the device and holder. A few days later the patient went to an urgent care complaining of pain at the insertion site. He received an x-ray which confirmed a 1.6 cm long broken needle in his left hand/wrist. The patient had surgery and the broken needle was removed.